Event description:
It was reported that the 9600 system intermittently locked up . No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure power supply was replaced and the voltage adjusted during the service call. The system was tested and found to be working as intended and put back into service.